Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system behavior was consistent with expected performance: insulin delivery was manually paused by the user on (B)(6) 2025 at 19:41:59 and was not resumed until (B)(6) 2025 at approximately 10:00 am, resulting in a prolonged period without insulin delivery. The ilet did not enter bg run mode, as no manual blood glucose entries were made during this time. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to user-related contributing factors, including the manual suspension of insulin delivery and failure to resume therapy or change supplies, which led to sustained hyperglycemia and the development of diabetic ketoacidosis (dka).

Event description:
On (B)(6) 2025 at 08:10 am est, the user contacted customer care to report a recent hospitalization for diabetic ketoacidosis (dka). The user stated that symptoms began on (B)(6) 2025, including vomiting and a severe headache. Upon arrival at the hospital, the user's blood glucose level was reported at 570 mg/dl, and the user was admitted to the ICU for treatment with an insulin drip and IV fluids. The user was discharged on (B)(6) 2025 and has since resumed use of the ilet system. The user acknowledged not changing out infusion supplies according to labeled instructions and confirmed that insulin delivery had been paused on the night of (B)(6) 2025. Insulin delivery was not resumed until 10:00 am on (B)(6) 2025, resulting in a prolonged period without insulin administration. Supplies were sent, and the user was re-educated on proper wear time and supply replacement guidelines.